Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evah report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. On visual analysis of the device shows that the device comes in used condition. There is no structural anomalies on the needle shaft. Upon reviewing the white plastic flag was found that the flag hole is cracked due to an excessive force applied. A manufacturing record evaluation was performed for the finished device 63829 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause can be attributed to a mispositioning of the white plastic flag while it was inserted, therefore the plastic flag was forced out of the deployment mechanism and broke, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the distributor in brazil that during an unknown procedure on an unknown date, it was observed that the white tab on the expressew iii needle device was loose and cut during the passage of the suture. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the needle is shown inside the pouch, the pouch was already opened. There is no structural anomalies on the needle shaft. The proximal part of the needle is not shown in the photo due to there is a piece of white tape hiding the needle's end, therefore it is not possible to verify the needle completely. No further images were provided. A manufacturing record evaluation was performed for the finished device 63829 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint was not confirmed. The customer is reporting a white plastic loosened, however the photo provided is not showing the needle's section were the white plastic flag is attached. No further images were provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.